Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient reported elevated blood glucose levels that did not respond to correction doses. The patient¿s blood glucose level was reported to be greater than 400 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. Reported symptoms included malaise, persistent hyperglycemia despite correction attempts, and the presence of lumps and swelling at the infusion site. The patient was diagnosed with hyperglycemia. Treatment included administration of an insulin drip. The pod was removed at the hospital and replaced with a new pod. The patient was discharged the same day.